Manufacturer narrative:
D4 (catalogue # and lot #): based on the investigation, the reported lot 18e071369 is not valid lot (typographical error) and was identified to be lot # 18e07t369 which is associated with catalogue # mmc3293. G1 (device manufacturers information): based on the determined catalogue # mmc3293, the manufacturer is baxter healthcare - tunisia route de chebbaou 2021oued e tunis tunisia. H4: device manufactured date (lot # 18e07t369): may 2018. H10: the actual devices were not available; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed a missing luer lock at the end of the set. The reported condition was verified. The cause of the condition could not be determined. Additionally, retention samples were visually inspected with no obvious issue/damage detected; the samples were conforming as per product specifications. The retention samples were also gravity, then leak tested under water with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted for lot # 18e07t369 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "connection side" of three (3) solution administration sets separated from the tubing. This was observed before use. There was no patient involvement. No additional information is available.